Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that she had been hospitalized for high blood sugar levels and diabetic ketoacidosis. The symptoms of high blood sugar levels that the customer experienced were nausea and weakness. The customer's blood glucose is unknown. Troubleshooting was performed on the device and it was found that, during the manual prime, insulin did exit from the device. The time and date on the device was correct. The basal rates and bolus wizard settings were correct. The customer's bolus history for the device was accurate as well. The caller states that her high blood sugar levels only happens at night and are perfectly fine during the day. She feels the device is working accordingly. No further information was reported.